Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h6. Type of investigation. Additional information: a3a. Sex, b7. Medical history/preexisting condition, h6. Health effect - clinical code. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Unknown, other than female patient. 2. What were the diagnosis and indication for the index surgical procedure? Pelvic mass 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Endometriosis, diabetes, and urinary retention issues. 4. Was there any intraoperative concurrent use of other products? Enseal x1 curved, no other absorbable hemostats were used. 5. What is the lot number? Unknown. 6. Where was the surgicel used (on what tissue)? Right retroperitoneum 7. How much surgicel was used during the procedure? Approximately 1.5 grams. 8. What were current symptoms following the index surgical procedure? Onset date? Pain was reported 8 days post op. 9. What is physician¿s opinion as to the cause of this event? He believes the urinary leak was related to a granuloma. 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative urinary leak? N/a. 11. What is the patient¿s current status? The patient has been discharged from the hospital and has a stent inserted for 2 months. 12. What is the users experience w/ surgicel powder and other hemostatic agents? The surgeon has used the product as an adjunct to hemostasis, occasionally as needed, since product launch. The additional information has been reviewed and the patient¿s gender and medical history were updated accordingly. Pain was added as a patient consequence. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Where was the granuloma located? 2. How long was the surgery? 3. What was the stage of endometriosis (stage 1-4)? 4. Did the surgeon suspect any kind of ureteral involvement with the granuloma? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic resection of mass, right oophorectomy, and ureterolysis procedure on (B)(6) 2024 and an absorbable hemostat was used. Eight days post op, the patient experienced a urinary leak that required a cysto and stent placement. The absorbable hemostat was used in the procedure for hemostasis. Excess product was not used and the site was not irrigated after product expression. The patient was discharged from the hospital on (B)(6) 2025. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. What were current symptoms following the index surgical procedure? Onset date? 9. What is physician¿s opinion as to the cause of this event? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative urinary leak? 11. What is the patient¿s current status? 12. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: unfortunately, there is no additional information available at this time, other than the procedure lasted approximately 2 hours. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.